Event description:
It was reported that a patient experienced a low glucose event while using the ilet system, with the sensor reading 46 mg/dl and a confirmatory fingerstick reading 74 mg/dl. The patient had announced a larger-than-usual meal despite eating a usual amount, which was assessed as contributing to the low, and the agent guided the patient to calibrate and treat with oral glucose. Symptoms included hypoglycemia accompanied by hot flashes. Outcomes included continued monitoring without escalation of care. Investigation included user interview, blood glucose verification by fingerstick, review of meal announcement and device use, and troubleshooting education on accurate meal announcements and calibration. Investigation of this case revealed user-related error due to incorrect meal size announcement leading to insulin delivery not matched to intake, with sensor-to-fingerstick discrepancy addressed by calibration. It was concluded that the event resulted from use error rather than a device malfunction, and that the device performed as designed after calibration and education.